Manufacturer narrative:
This report is filed august 26, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a dislodgment of the internal magnet (date not reported). Subsequently, revision surgery was performed on (B)(6) 2016. The implanted device remains and the patient has resumed use of the device.